Event description:
It was reported that a pt was injured due to unexpected misplacement of the biopsy needle. The pt reportedly underwent a coelioscopy on the same day for drainage and ovarian hemostasis due to an hemoperitoneum. Oocyte retrieval rescheduled.

Manufacturer narrative:
Per communication from the hospital, there were a total of 5 pts that were similarly affected. This is pt 4 of 5. The following mdrs are associated with the 5 pts: 9612283-2013-00003; 9612283-2013-00004; 9612283-2013-00005; 9612283-2013-00006; 9612283-2013-00007. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Under european law, pt information is considered confidential and will not be released by the hospital.